Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that an infusion of packed red blood cells may have infused faster than expected. The user initiated the packed red blood cells at 30 ml/hr to infuse for 15 minutes with a vtbi of 50 ml, and expected to titrate the 300 ml bag to infuse in less than 4 hours. The nurse returned after 15 minutes and found the bag empty. No patient harm was reported. It was later stated that a user error may have occurred, and an event log review was also requested to check for key stroke details. S-1877 suspected over-infusion intended programming: blood: rate: 30 ml/hr vtbi: 50 ml a bag of packed red blood cells is 300 ml and the rate was set to 30 ml/hr. This would have been an initial rate for the first 15 min. Based on an assessment of the patient (whether or not they were having a transfusion reaction), the nurse would have then increased the rate to run over no more than 4 hrs. Incident report: nurse returned to infusion after 15 minutes and entire bag was empty lmbme investigation: inspection of tubing sets and pump did not reveal any irregularities and root cause was not able to be determined. Pump sent to bd for further investigation.

Event description:
The customer reported that in the smh ER an infusion of packed red blood cells may have infused faster than expected. The user intiated the packed red blood cells at 30 ml/hr to infuse for 15 minutes with a vtbi of 50 ml, and expected to titrate the 300 ml bag to infuse in less than 4 hours. The nurse returned after 15 minutes and found the bag empty. No patient harm was reported. It was later stated that a user error may have occurred, and an event log review was also requested to check for key stroke details. Received copy of the cmdsnet report from health canada which stated: "s-1877 suspected over-infusion intended programming: blood: rate: 30 ml/hr vtbi: 50 ml a bag of packed red blood cells is 300 ml and the rate was set to 30 ml/hr. This would have been an initial rate for the first 15 min. Based on an assessment of the patient (whether or not they were having a transfusion reaction), the nurse would have then increased the rate to run over no more than 4 hrs. Incident report: nurse returned to infusion after 15 minutes and entire bag was empty lmbme investigation: inspection of tubing sets and pump did not reveal any irregularities and root cause was not able to be determined. Pump sent to bd for further investigation."

Manufacturer narrative:
The customer¿s report of an over infusion was confirmed. Physical inspection showed signs of fluid ingress on the lower part of the bezel assembly and under the membrane frame. Review of the pcu error log showed no errors or malfunctions at the time of the last use. Review of the pcu event log showed that on 07january at 12:59 pm 2019 the user selected guardrails IV, scrolled through different medications and exited out of the screen. A few seconds later a basic infusion was programmed and started with a rate of 50ml/hr and a vtbi of 250ml. At 12:59 pm the module alarmed for occluded patient side. The rate was changed to 999ml/hr, the vtbi was changed to 300ml, and the infusion was started. The module alarmed for occluded patient side several more times and the infusion was restarted. At 1:03 pm the module alarmed for air in line and the infusion was restarted. At 1:04 pm the rate was changed to 150ml/hr, and the user pressed the soft key ¿up arrow" key which changed rate to 151ml/hr. A walkaway alarm then occurred because the user failed to press the start key. The pump module was still infusing at a rate of 999ml/hr from 1:03 pm to 1:17 pm. At 1:17 pm the pump module was paused, vtbi changed to 50 ml, rate changed to 30ml/hr, and the infusion was restarted. At 1:33 pm the pump module alarmed for air in line. From 1:47 pm to 2:46 pm the device was silenced 22 times. At 2:48 pm the module was paused and several minutes later was channeled off. The calculated volume infused was 234.409 ml. Functional testing showed no anomalies. The root cause of the over infusion was a programming error.